Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital the next day as planned. 5 days post procedure the patient presented to the emergency room (ER) with hypertension. It was discovered that the closure device had embolized from the laa of the patient. The device was caught in the mitral valve. While in the emergency room the patient was in multi-system failure and the risks of retrieving the device were discussed with the family. The decision was made to make no attempt at removing the closure device. The patient was discharged from the emergency room two days after arriving to home hospice.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital the next day as planned. 5 days post procedure the patient presented to the emergency room (ER) with hypertension. It was discovered that the closure device had embolized from the laa of the patient. The device was caught in the mitral valve. While in the ER the patient was in multi-system failure and the risks of retrieving the device were discussed with the family. The decision was made to make no attempt at removing the closure device. The patient was discharged from the ER two days after arriving to home hospice. It was further reported that the patient died 1 day after being discharged.